Manufacturer narrative:
The unit was received with a blank display due to moisture damage on the electronic stack. There was no moisture damage on the motor. The self-test, unexpected restart error test, displacement test, operating currents, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, off no power test, and excessive no delivery test were unable to be performed due to a blank display. The unit was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window, a cracked display window, a cracked case at the reservoir tube corner, and a cracked case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report moisture in the insulin pump and a constant beep. The customer's blood glucose reading was unknown. The insulin pump was replaced and will be returned for analysis.